Event description:
At the beginning of surgery, the dr inserted the loop, and said it is not cutting; burning smell; pt started jerking; then pulled everything out. Electrical energy went through pt body hitting obertator nerve. The loop at the stem was broken off. The resectoscope was damaged and the power cord was destroyed. Per dr, pt is fine: changed scope & cord and put in different loop and finished transurethral resection of prostate.